Manufacturer narrative:
(B)(4)

Event description:
It was reported that the nurse noted a merlin.net alert for high impedance. The asymptomatic patient then presented to the clinic and the right ventricular lead exhibited loss of capture, noise and a drop in r waves. The lead was also noted to be fractured. The lead was capped and replaced.